Event description:
It was reported that inpen over-delivered insulin and as a result the patient experienced hypoglycemia on (B)(6) 2020. The patient's blood glucose level was at 42 mg/dl and the paramedics were called by the patient's mother. The patient's blood glucose levels were stabilized by the time the paramedics arrived. The patient's vitals were monitored, however she was not hospitalized. Companion medical clinical support followed up with the patient's mother on (B)(6) 2020 but a root cause for the adverse event could not be determined. Companion medical received the product for investigation. The inpen met finished device specifications. The user experience could not be duplicated. Cloud data was reviewed and the complaint could not be confirmed. A root cause could not be determined. No additional information is available.